Manufacturer narrative:
Analysis: the returned device was examined in the firm's laboratory. The device and set could not be tested because the two pieces were received detached. Engineering's examination of the returned device did not reveal a cause for the disconnection. Review of the manufacturing records did not reveal any deviations from normal manufacturing process. This device has been in distribution for many years without a similar report. There was no sequelae reported from this incident. Conclusion: this event is classified as an isolated occurrence of indeterminate origin.

Event description:
Fifteen minutes into a pt transfusion a nurse put a pressure cuff on the blood bag to increase pressue to 100mmg. After transfusing for approx 30 minutes the nurse turned the blood tubing to check just below filter and the line burst open and blood splattered on nurse and into her eyes.